Event description:
It was reported that the home patient (hp) experienced peritonitis manifested by cloudy peritoneal effluent and abdominal pain coincident with peritoneal dialysis (pd) therapy. The day after the onset of peritonitis, the patient was hospitalized and was treated with cefazolin (1gm, twice a day, and ip) and gentamycin (40mg, twice a day, and ip) for peritonitis. The patient was not recovered from peritonitis. The pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The patient's date of birth was not reported; however, the patient was born in 1986. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient discontinued cefazolin and gentamycin treatment after five days. On that same day, the patient began treatment with vancomycin (1 gm per day, intraperitoneally) and amikacin (300 mg per day, intraperitoneally). This treatment continued for 22 days. The patient's hospital stay was prolonged due to having a not good health status. The patient was discharged after 55 days of hospitalization. The patient had recovered from this event. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.